Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to flattened dome switch. No display ramping on its own anomaly noted. Device was received with stripped battery cap coin slot. The device was received with cracked battery tube threads. Scratched lcd window. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was not performed. The device was returned for analysis.